Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that the clip detached from one leaflet, and remained attached to the leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. Difficulty was experienced visualizing the clips however two clips (lot 70712u191, 70713u111) were able to be successfully deployed and the mr was reduced to 2. One week post procedure, one clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The patient is being transferred to a different institution for additional treatment. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. It could not be determined which of the two clips detached and resulted in the slda; therefore, the lot history record and complaint history risk assessment was performed on both the implanted clips. A review of the complaint history did not indicate a lot-specific quality issue for any of the lots. All available information was investigated and the reported slda appears to be due to a combination of patient morphology/pathology (small posterior leaflet) and user technique/procedural circumstances (difficulty visualizing the clip). The reported worsening mitral regurgitation (mr) appears to be due to the slda. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed medwatch, follow up information noted the mr increased to 4 after the single leaflet device attachment (slda). No additional information was provided.